Event description:
Reprotedly, the patient developed "severe pain and it has required me to see my doctor several times."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: the patient underwent fusion surgery in which rhbmp-2/acs was implanted. As per the operative notes: ¿the doctor performed a left sided retroperitoneal approach, the levels were confirmed with the fluoroscopy, then complete discectomies were performed at each level from l2 to s1 and femoral ring allografts with rhbmp-2/acs were inserted into each discectomy site from l2 to l5 and held secure with screws. It was noted that l4,l5 was grossly mobile, and l5,s1 appeared to be solidly fused, so no structural graft, but rather an rhbmp-2/acs bone graft sponge was inserted into l5-s1.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.